Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. Eight devices were received for evaluation; 7 events were confirmed during testing. Three devices were found to be affected by degradation; 4 devices were found to be affected by degradation and a thermal problem. The reported event was not confirmed for 1 device; the device was found to be within specifications for the reported event. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 8 </noe> malfunction events in which the device overheated. Four events had patient involvement with no patient impact. Four reported events had no known patient involvement or patient impact.